Manufacturer narrative:
Code h: c21- a review of the manufacturing records is going to be conducted. The investigation is in process. Code: a26 was used to cover that a cause of a a type ic endoleak is unknown. Further information will be provided. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2026, the patient underwent endovascular procedure to treat a thoracoabdominal aortic aneurysm using a gore® excluder® thoracoabdominal branch endoprosthesis (tambe) device system. The patient tolerated the procedure. The gore® devices were successfully implanted. The patient was discharged home on (B)(6) 2026. On (B)(6) 2025, pre- treatment computed tomography angiography (cta) showed that the maximum diameter of aortic disease was 79mm. On (B)(6) 2026, a type ic endoleak from sma was noted without aneurysm enlargement. On (B)(6) 2026, the patient underwent a procedure to correct a type ic endoleak. The treatment was set at the hospital outpatient.